Event description:
A customer reported the low glucose alarm failed to trigger with the freestyle libre 2 sensor, while using the librelink application. The customer subsequently experienced sweating, tremors, and loss of consciousness. The customer was able to come to consciousness, and self-treat with oral glucose provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh003576lm has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. The sensor was activated with good know reader and linearity test was performed. The low glucose alarm was successfully activated. No malfunction or product deficiency has been identified. An investigation of the libre link app was reported in the previous submission. All pertinent information available to abbott diabetes care has been submitted. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.

Manufacturer narrative:
The reported complaint of no alarms or missing alarms in the librelink app when using a libre 2 sensor was investigated. An attempt to replicate the user complaint using version 2.4.0 of librelink (android and ios) was made, and it was determined that alarms functioned normally using a known good libre 2 sensor, provided that all appropriate notification, sound, battery, and bluetooth settings were enabled in the user's mobile device. "Alarms unavailable" messages are received if any required settings were disabled. The "alarms unavailable" icon is not displayed if the user has a freestyle libre 1 sensor, or if the libre 2 sensor was not started by the user's mobile device. The dhrs (device history record) for the libre sensor were reviewed. Issue is not confirmed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the low glucose alarm failed to trigger with the freestyle libre 2 sensor, while using the librelink application. The customer subsequently experienced sweating, tremors, and loss of consciousness. The customer was able to come to consciousness, and self-treat with oral glucose provided by a third-party. There was no report of death or permanent injury associated with this event.